Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the plungers on two syringes were difficult to push. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty syringe with the barrel label. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116330. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe, the device experienced difficult plunger movement. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that the plungers on 2 syringes were difficult to push. Staff has told me they have used 2 flushes in the last couple of weeks where the plunger was very difficult to depress. One nurse even started another IV because she though the IV was bad when it was the flush. I included a picture of one of them. I have not heard of any issues this week.